Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) developed an infection at the surgical site one week post-implant. The patient was noted to have a history of diabetes that may have contributed to the infection. A surgical procedure was performed during which the device was explanted; a new aus was implanted approximately 3 years later. No further patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404130, serial number: n/a, batch/lot number: 1100108651, model/catalog description: belt cuff fgs 4.0 cm iz, unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 1000534774, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of infection was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.